Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets tube detached from connector. Two events occurred on (B)(6) 2024 , other two events occurred on (B)(6) 2024 , and one event occurred on (B)(6) 2024 . Two infusion sets were used for 3 hour, other two infusion sets were used for over three hours, and one infusion set was used for over three hours. The blood glucose level was 371 mg/dl. High blood glucose level was addressed with a correction injection via multiple daily injection. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.